Event description:
Complainant alleged that while attempting to pace a patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2015-00081 for a similar event reported from the same customer .

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.